Manufacturer narrative:
Additional incident details and the sample have been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reports the patient used kerlix sterile gauze bandage rolls and got an infection which led to have his left ankle and foot amputated.